Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Front cap shell wont lock in place and missing dosing window.unit reached end of life. Inpen received with leadscrew 1/4 of the travel. Unable to perform functional test due to inpen reaching end of life. Dose knob/dial had no difficult to turn during testing. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken in conclusion: inpen battery lifetime last 1 year after first paring. It is possible battery life decreased as expected and the low battery icon appears several times near the end of the battery lifetime. Inpen working as designed. However, inpen cap does not fit securely onto cartridge holder due to small snap arm being cracked / broken. Therefore, the customer concern of cap no longer staying attached was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inpen cap was loose and difficult to dial/dose. The customer reported no adverse event. The event involved product(s) mmt-105nngyna. Troubleshooting was performed and found that the dose knob/dial is difficult to turn. No harm requiring medical intervention was reported. The customer will discontinue using the inpen . Mmt-105nngyna was requested and customer response was the device will be returned.